Event description:
It is reported that immediately after surgery the pt felt severe pain and presented with 2 cm of lengthening of the thigh. The surgeon decided to revise, five days after the original surgery.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.